Event description:
Patient reported that she had "three baclofen pumps" and they were taken out on different occasions due to "skin breakdown" (the first pump replacement has been reported in MFR report # 6000030-2013-00001 and the second pump explant has been reported in MFR report # 3007566237-2013-00007). It was added that patient was a "small person with a short torso, skin started to break down it was part of a viscous circle." Additional information received from the healthcare provider noted that after having gone through the whole 10 years of records for this patient, the patient only had two pumps placed; and the type of baclofen administered via the patient's pump was compounded baclofen.

Manufacturer narrative:
(B)(4).